Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during the dwell phase of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient stated the device would alarm and the display would only show ¿dwell¿. It is unknown how the patient would complete therapy. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. Functional testing was performed with no issues noted. A short simulated therapy was successfully performed. A device history record review revealed no issues that could have caused or contributed to the reported issue. The event history log was downloaded and following errors/alarms were found: low drain volume, se 2046, drain not finished and check lines and bags. It was determined that low drain volume alarm in the alarm log is most reflective of the reported condition. There was no non-conforming product identified that could have caused or contributed to the reported problem. The assignable cause for the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.